Event description:
A customer contacted stryker to report that their device had power cycled multiple times during a call. In this state the device may not be able to deliver defibrillation therapy, if needed. Additionally, it was reported that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b5, h11, and h6 - medical device problem code and investigation findings - have been corrected. Stryker evaluated the customer's device and was not able to verify nor duplicate the reported issue of unexpected device reset. Root cause could not be determined. The reported issue of service code a034 was verified and was not able to be duplicated. The event code was cleared from the memory of the device and thereafter did not return. The cause of the reported issue could not be determined. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations, section a1, patient identifier, was left blank. The patient ID number is (B)(6). Stryker evaluated the customer's device and was able to verify the reported issue but was unable to duplicate it. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.